Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2016-03422. It was reported that the catheters was stuck on the wire. During advancement of the 1.85mm jetstream sc atherectomy catheter over a non-bsc wire the device became stuck on the wire. The wire and catheter were removed together. A 2.4mm jetstream xc atherectomy catheter was then inserted over a different non-bsc wire and again became stuck on the wire. The procedure was completed using a third jetstream catheter. No patient complications were reported.